Event description:
A plate and a screw were completely locked and the screwdriver was broken during removal procedure. Thus, the surgeon removed the screw head using a carbide drill, and the tip of the screw was removed after the plate was removed to complete the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the screwdriver bit was returned broken, as reported. The device inspection revealed the following: the received screwdriver bit shows signs of normal wear and usage. Its tip was found to be broken, the broken part was not returned. The breakage surface shows stress marks caused by an excessive contact with the fragment after the breakage. The absence of plastic deformation and a smooth surface indicate that the breakage was brittle (instantaneous), most likely due to high torsional and bending overload. Based on the above investigation, the root cause was attributed to a user related issue. The breakage of the tip most likely happened due to a torsional and bending overload during the devices explantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
A plate and a screw were completely locked and the screwdriver was broken during removal procedure. Thus, the surgeon removed the screw head using a carbide drill, and the tip of the screw was removed after the plate was removed to complete the procedure.